Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733597, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The axiem box to controller cable was replaced. The system then passed all testing and operated as intended. The cable was returned for evaluation. As received, the cable had a third party repair of shrink tube covering the damaged cable jacket near the lemo connector. Removing the shrink tube revealed a separated cable jacket and exposed shield wire. A continuity test revealed open connections at pins 2 and 3 of the lemo connector. Opening the lemo connector confirmed that wires had been broken off at pins 2 and 3 of the pin housing. Mechanical damage confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the emitter and axiem box are not working. A medtronic representative confirmed the site was getting the error code "8" from the axiem box, indicating a controller communication issue. No patient present.